Event description:
Procedure type: adrenalectomy. According to the reporter: a third device was loaded and half of the clips wouldn¿t fire correctly. The clips did not crimp closed. A fourth device was used and worked fine. The pt is in hdu. She received a blood transfusion of 1200mm. The surgeon stated that the malforming clips and empty clip appliers did not help the situation. There was both surgical delay when using device and lack of haemostasis of poorly formed clips. The clips fell into the pt¿s cavity and were retrieved. Operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).